Manufacturer narrative:
Intermetro has requested the backboard be returned for eval. Replacement board has been sent to hosp. Intermetro contacted the initial reporter, kyle leslie, senior buyer, at the user facility, for more info. Mr (B)(6) said he would determine who was the health professional that was familiar with the event and have them contact intermetro. Mr (B)(6) was contacted by phone on (B)(6) 2012 and again on (B)(6) 2012. Mr (B)(6) was sent an e-mail on (B)(6) 2012 and again on (B)(6) 2012. No additional info has been received from mr (B)(6) or a health professional. The device has been shipped to intermetro. After the device is received and evaluated, another call will be made to the user facility with our findings.

Event description:
The initial reporter stated the hosp had a code and "the pt required CPR and the board broke under the pt during CPR." The device is being shipped back for eval. The local sales office has received the device and stated "it looks in pretty rough shape - scratched and cracked." The device has a label which reads: warning backboard must be inspected after each use. Do not use if chipped, cracked or badly scratched. Damaged board could result in failure during CPR. Damaged board could result in inadequate support. Our initial belief based on the sales office's description of the board is that this is a safety concern caused by a lack of inspection at the user facility.